Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that pt (B)(6) is experiencing difficulty initiating communication with the ipg via the programmer or magnet. Once stimulation is activated, the pt reportedly experiences a shaking sensation near the ipg which resolves after a few moments. There are no plans for invasive intervention at this time.